Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown, so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with unknown operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "low blood sugar", a loss of consciousness, and was unable to self-treat. Customer had contact with emergency services and was transported to a hospital. Treatment of insulin via intravenous infusion (does unspecified) and glucose were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Extended investigation has been performed for the reported complaint and determined that there were no issues with the libre 3 application that would have led to the complaint. Using a similar configuration, glucose readings notifications were successfully received. Therefore, this issue is not confirmed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with unknow operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "low blood sugar", a loss of consciousness, and was unable to self-treat. Customer had contact with emergency services and was transported to a hospital. Treatment of insulin via intravenous infusion (does unspecified) and glucose were reported. There was no report of death or permanent injury associated with this event.